Event description:
On (B)(6) 2016, nakanishi received a phone call from a distributor saying that an nsk surgical device had malfunctioned during an operation. The details are as follows. On (B)(6) 2016, a doctor was performing a posterior lumbar spinal fusion surgery. The motor, p200-smh-hs on the table suddenly made a noise and activated, when the handswitch was in the off-state. It was only a temporary phenomenon, therefore, the operation was successfully accomplished without delay due to the malfunction, malfunction also posed no health hazard to the patient.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-smh-hs device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and observed no visible abnormalities, such as cracks or debris, on the outside of the motor. C) nakanishi connected the returned device to a company-owned unit (p200-cu-100) for operation check. Nakanishi did not observe any abnormal operation during the operation check. D) nakanishi measured the resistance of the returned device and found no significant differences in the resistance values between what was confirmed in the resistance measurement and those of a brand-new product. E) nakanishi then measured the vr1 and observed no abnormal values in the measurement. (Note: vr is the amount of signal transmitted from the motor handswitch to the unit output assy.) F) nakanishi reconnected the motor to the unit and left it to see if the reported event could be replicated after performing a high-temperature cleaning of the motor in a thermo-disinfector (the wd86 (bk-0036), manufactured by getinge). This time, nakanishi observed that the motor started rotating by itself without the safety lock being released. The details are: the motor first started rotating at 1,300 rpm, then stopped. A few minutes later, the motor started again at 1,200-1,300 rpm. The rpm setting on the unit was 80,000 rpm. G) nakanishi again carried out the operation check described in f) above after performing a mid-temperature cleaning in the same thermo-disinfector, wd86 (bk-0036). No reported self-activation was observed in this evaluation. 15 minutes later, nakanishi performed the same test (connected the motor to the unit and left it for one hour after mid-temperature cleaning), but the motor did not start rotating. Nakanishi repeated this test three times, but none of the tests showed any abnormalities. Conclusions reached based on the investigation and analysis results: :nakanishi identified that the cause of the malfunction of the returned device was a temporary short circuit in the p.c.board caused by water ingress during high-temperature cleaning, which nakanishi does not recommend as a cleaning method. : erroneous maintenance by user causes the water ingress into the p.c.board, which contributes to the reported malfunction. : in order to prevent a recurrence of the handswitch malfunction, nakanishi took the following actions: :) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. :) nakanishi reported the above evaluation results to the doctor and directed the doctor to use the cleaning method described in the operation manual.